Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, weight to the spec, crease fold, wear abrasion. Microscopic analysis was performed which identify crease sharp on anterior side. Based on the device analysis the final assessment is: a crease sharp on anterior side due to fold flaw opening.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5., d.7., g.1., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.